Manufacturer narrative:
The provider evaluated and serviced the device. The device is working properly.

Event description:
Customer alleges she has fallen using the wheelchair twice when it fell over.